Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient is having an explant due to infection on (B)(6) 2015. The design history record was reviewed for the generator was reviewed on (B)(6) 2015. The generator was confirmed to have been hp sterilized prior to distribution into the field. The generator and leads were explanted on (B)(6) 2015. The leads were clipped as high as they could be. On (B)(6) 2015 it was reported that the patient has a neck abscess so the surgeon is going to remove the rest of the lead and drain the abscess.